Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary the actual device was returned for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached, the assessment found that the sasi saw clamp lever articulated freely without the fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. Additionally, another functional test was performed using the saw handpiece e-connector. The connection was established smoothly and plugged into the sasi all the way with no issues observed, no looseness was observed when the plug was fully pushed into the sasi. Additionally, the sasi was able to be assemble when attached to the articulating planar arm with the sterile drape gasket in position. The assembly was secure and rigid and no amount of vibration or jerky movement could contribute to the saw clamp lever and planar clamp opening on its own; only when applying external force to the lever would cause the sasi clamp to disengage. The overall complaint was not confirmed as the observed condition of the velys saw interface left would not contribute to the complained error message. Additionally, based on the investigation performed for the involved saw handpiece it was found that the reported error was due to premature wear. Therefore, there is no indication that a design or manufacturing issue with the sasi has caused or contributed to the reported complaint condition. However an unrelated issue was found, the left-sasi presents an undesired movement. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The issue related to the looseness is being addressed through a CAPA.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that there was an error ¿plug in saw cable¿ connection issue with the robotic assisted saw interface device (sasi) and the robotic assisted saw handpiece device. There were no adverse consequences to the patient or surgical delay. During in-house engineering evaluation it was determined that during testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. No additional information could be provided.